Manufacturer narrative:
Citation: khambadkone s et al. Melody valve in aortic position to facilitate mechanical circulatory support as a bridge to cardiac transplantation. Ann thorac surg. 2020 may;109(5):e325-e327. Doi: 10.1016/j.athoracsur.2019.08.044. Epub 2019 sep 27. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old female patient with a history of bicuspid aortic valve stenosis, balloon aortic valvotomy, severe left ventricular dysfunction, severe aortic regurgitation, left ventricular endocardial fibroelastosis, pulmonary hypertension, and listed for cardiac transplantation. While awaiting cardiac transplantation, the patient developed sepsis and acute hemodynamic deterioration, and venoarterial extracorporeal membrane oxygenation (ECMO) was initiated with atrial septectomy and repair of aortic valve to reduce aortic regurgitation. However, the left ventricle continued to dilate with progressive worsening of aortic regurgitation. The patient¿s aortic valve measured 11.3 mm at the annulus, and it was stated that replacement with a mechanical or bioprosthetic valve was not an option. Therefore, the physician/author decided to implant a medtronic melody transcatheter pulmonary valve (serial number not provided) in the aortic position. The physician/author noted the melody valve was modified by creating fenestrations to maintain coronary flow. Under ECMO support, a hybrid transapical approach was unsuccessful due to severe restriction by the sutured aortic valve and the melody was implanted by hybrid open approach on cardiopulmonary bypass through aortotomy, mounted on an 18 mm balloon catheter. Mild paravalvular leak (pvl) was observed through the fenestrations created within the venous wall of the melody and a cardiac index of 1.5 to 1.6 l/min/m² was achieved after reinitiating ec mo. During the early post-operative period, severe bleeding occurred which required blood transfusions and chest exploration surgery. After the patient stabilized, a non-medtronic left ventricular assist device was inserted. During the clinical course, the melody valve functioned properly on ventricular assist with mild pvl noted. Approximately ten months following melody implant, the patient underwent successful orthotopic cardiac transplant. At the time of explant, it was reported the melody¿s leaflets appeared intact, but showed slight fibrous changes to their free edges. No additional adverse patient effects or product performance issues were reported.